Manufacturer narrative:
Additional information provided.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to a "cuff defect." A new aus device consisting of a 4.5cm cuff, a 61-70 cm h2o balloon and a pump, was implanted. It was further reported that the "cuff defect" was that the "cuff was broken." As a result the patient was incontinent. Following the surgery the patient was continent.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to a "cuff defect." A new aus device consisting of a 4.5cm cuff, a 61-70 cm h2o balloon and a pump, was implanted. Boston scientific has been unable to obtain additional information regarding the circumstances.